Event description:
A physician reported that, during the implant procedure, in 2 patients the physician could not manage to use company injector in a 2.2 mm incision and decided to proceed with the implantation using another company device and 2.4 mm incision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).